Manufacturer narrative:
The device is not available for investigation. However, a device history review should be performed, and a supplemental report will be submitted.

Event description:
An event involving bag spike adapter w/spiros w/red cap, vented cap with the reporter stated that chemo drug couldn¿t drip the event occurred during infusion. There was patient involvement, but no adverse event/patient harm, and no delay in critical therapy.